Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the dat test. No traces of moisture were found at the reservoir tube, electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at the display window corners, display window and battery tube threads. The insulin pump had a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization in (B)(6) 2016 for high blood glucose of 500mg/dl and diabetic ketoacidosis. Customer indicated that they changed the infusion set 4 times. The customer treated with several boluses and their blood glucose did not go down and that is why they they changed the infusion set 4 times. Customer indicated that the cannula was bent when removed. Troubleshooting found that the customer does not have any scar tissue. No further troubleshooting was performed. No further details given.